Event description:
It was reported that during implant the right atrial (ra) lead was not fixed well after it was screwed in and it dislodged. It was further noted that myocardial fibers were wrapped around the ra lead screw tip and could not be cleaned after multiple attempts. The ra lead was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.